Event description:
On 20th january 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone preloaded iol (model unknown at time of report). The event description provided states that immediately following implantation the healthcare professional observed that the optic was damaged and explanted the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was found to be damaged immediately after implantation necessitating explantation of the iol. There is insufficient information/evidence available currently to establish the root cause of the optic damage. Rayner is following up with its affiliate company to obtain additional information to facilitate further investigation of the event. The affiliate company has also been asked to return the device to rayner if it remains available. The rayone preloaded iol injection system risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing and cracked optic surface post injection due to dehydration of lens.